Event description:
On sunday, 3/15/92. The patient was in emergency services. She needed a subclavian central line placed, because peripheral intravenous line attempts were unsuccessful. Apparently the guidewirer became stuck, but after rotation was freed up and removed. There was approximately two inches of the guidewire missing. This was confirmed by a chest x-ray. Patient was sent to surgery for removal of guidewire, from soft tissuedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, unanticipated adverse reaction - short term, guidewire. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.